Manufacturer narrative:
Date of event and patient weight are estimated. A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000140064.

Event description:
It was reported the patient experienced ineffective therapy. As a result, the system was explanted.